Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment that the generator shut down while pacing. Analysis did find that the lower case, one side bail cover and the battery drawer were broken, that the battery contacts were contaminated/bent and compressed, that the ring was bent and the battery flex was damaged (the flex was crimped). (B)(4).

Event description:
It was reported that the external pulse generator shut down twice while connected to patients during open heart surgeries. After the first incident the biomedical engineer changed out the battery but it then happened again a week later. The generator was returned for service. No patient complications have been reported as a result of this event.